Manufacturer narrative:
Product ID: 3389s-40, lot# va23s5z, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 3389s-40, lot# va239jk, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2020, product type: extension; product ID: 3387s-40, lot# va10p1x, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the first lead looked to have been stretched or bent in the process of connecting it to the extension. The surgeon mentioned that the set screw felt as if it was spinning or shifting within the extension connector housing. The patient continued to have an open circuit on one contact of both leads. It was not confirmed that the extension was broken causing the high impedance.

Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot#: va23s5z, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 3389s-40, lot#: va239jk, product type: lead; product ID: neu_unknown_ext, lot#: unknown, implanted: (B)(6) 2020, product type: extension. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-jun-2022, UDI#: (B)(4); product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 24-jun-2022; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 24-jun-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went into the or to have his left lead revised to position it more medially. After the placement of the new lead, the old lead was disconnected and a new lead was tunneled. After connecting the new lead, an impedance test was run and there was an open circuit on contact 1. The physician disconnected and reconnected several times. Each time the lead was manipulated, additional contacts developed out of range impedances. The physician decided to replace the lead. When the replacement lead was connected, it showed high impedance on contact 0. The surgeon concluded the extension may be damaged. The right lead was also showing high impedance on contact 9. The issue was not resolved at the time of report.